Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the imaging system could not establish a connection with the viewing station of the imaging system and entered standalone mode without prompt from the user. The site noted that it took an extended period of time for the imaging system to start up. Restarting the imaging system resolved the reported issue and the site continued the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.